Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs, inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set, installed reservoir and connector into pump and performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 456 mg/dl. During troubleshooting with plunger and a 5.0 unit fixed prime, insulin did not exit. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that reservoir and infusion sets would be replaced.